Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized in intensive care unit. Customer's blood glucose reading at the time of the emergency room visit was over 700 mg/dl. Customer stated that the high-pressure test failed twice, he also stated that he was dehydrated prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.